Event description:
It was reported that an ilet pump did not charge when placed on the charging pad, with no green indicator light observed despite trying multiple power outlets, consistent with a charging problem involving the battery charger. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger, aligning with a charging problem of the device component battery charger. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.